Event description:
It was reported that the customer was admitted to the emergency room (ER) due to a blood glucose (bg) level of 600 mg/dl and a high ketone level. The customer was treated with saline. Reportedly, the cause of the high bg was due to the pump running out of insulin as expected. Additionally, it was reported that a malfunction alarm occurred. The pump got wet and was exposed to a computed tomography (CT) scan prior to the malfunction occurring. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.